Event description:
The patient presented to urgent care with a skin irritation allegedly caused by the zio xt. The patient experienced welts at the zio xt site. As a result, the device was removed, and the patient was prescribed triamcinolone acetonide ointment as part of post-care.

Manufacturer narrative:
A review of the complaint revealed that the patient wore the zio xt for 10 of the 14-day prescribed wear period. The patient has no history of reactions to medical adhesive or sensitive skin. The cause of the reported event cannot be determined. However, skin irritation is a known inherent risk of the device. The device manual warnings section read as follows: do not use the zio xt patch on patients with known allergic reaction to adhesives or hydrogels or with a family history of adhesive skin allergies. Patient may experience skin irritation. If skin irritation such as severe redness, itching or allergic symptoms develop, remove the zio xt patch from the patient¿s chest. This event is being reported per 21cfr803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects, or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.